Manufacturer narrative:
Arjo representative was informed that the maxi move passive floor lift tip-over. After the event, the arjo representative visited the customer to provide a device inspection. The functional test revealed that the push bar was broken, the malfunction occurred as an effect of the device fall. No other malfunction was found. The customer clarified that a patient was in an ¿angry mood¿ and pushed the device to the ground. No injury occurred. The instruction for use for maxi move contains warning: ¿maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual.¿ initially, the complaint was determined reportable based on unclear allegation that the device tipped over. After receiving further clarification during the investigation, we were able to confirm that device tip over occurred due to unintended use of the device by the patient who tip over the lift as reaction of his emotions. The device was not used for the transfer at the time when the device tipping occurred. Device evaluation did not show malfunction which might lead to the device tipping issue. Therefore the cases where the patient intentionally tip over the device will not be reportable in the future.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the lift tipover.